Event description:
Reported 1 false positive sofia 2 sars result on an individual who was asymptomatic (off label use) prior to testing, but became symptomatic soon after. The customer communicated the result was confirmed negative by pcr testing.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with retains. Source: phone.